Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost suffocate [suffocation feeling]. Brush head disintegrated in mouth [device breakage]. Case description: a male consumer, age unspecified, reported via e-mail on (B)(6) 2016 that a week after he purchased oral-b power oral care refills cross action 3 pack, he almost suffocated when a brush head disintegrated in his mouth. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. On (B)(6) 2016 consumer follow-up e-mail: the consumer reported he usually changes brush heads after 2 months, 90 days maximum, and he had never had problems before. The case outcome remained recovered.